Event description:
It was reported that the pump was not working as intended. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to complete troubleshooting, but no further details were provided.